Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricular automatic threshold was detected to exceed or was suspended above the set amplitude. Furthermore, intermittent loss of capture was noted on the displayed electrogram. Technical services advised an in-office evaluation of the programmed lv pacing parameters. The lead is still implanted and operational. There have been no reported adverse effects on the patient.